Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter broke during removal. The customer returned one piece of an epidural catheter. The returned sample was visually examined with and without magnification. Visual examination of the returned catheter piece revealed the distal end of the catheter was returned and was intact. Returned catheter piece reveals the coils and extrusion are stretched at the likely most proximal end. The catheter appears used as biological material can be seen between the inner coils. A dimensional inspection was performed on the returned catheter piece using a ruler (10171599). The returned catheter extrusion measures approximately 9.5cm. This indicates at least 79cm of the extrusion is missing as the specification for the epidural catheter indicates that the proper extrusion length of an epidural catheter is 88.5-91.5cm per graphic kz-05400-030; rev. 5. Specifications per graphic kz-05400-030; rev. 5 were reviewed as a part of this complaint investigation. The IFU for this kit, e-17019-109a; rev. 07, was reviewed as a part of this complaint investigation. The IFU warns the end user, "never advance catheter more than 5 cm beyond the needle tip. Advancing catheter more than 5 cm increases the likelihood of catheter-related complications." The IFU warns the user, "never tug or quickly pull on catheter during removal from patient to reduce risk of catheter breakage. Do not apply additional tension on the catheter if catheter begins to stretch excessively. Reposition patient to open the vertebral interspaces and re-attempt removal if resistance is encountered or if catheter stretches excessively during removal.". A corrective action is not required at this time as the condition of the sample received indicates unintentional user error caused or contributed to this event. The reported complaint of epidural catheter breaking during use was confirmed based upon the sample received. The returned catheter piece was missing approximately 79cm of extrusion from the likely most proximal end of the catheter. The coils and extrusion at the likely most proximal end are stretched at the point of separation. The IFU for this product warns the user not to apply additional tension if the catheter begins to stretch as there is a risk for separation. Therefore, based upon the condition of the sample received, unintentional user error caused or contributed to this event.

Event description:
It was reported that male - 71 years old - relevant medical history / diagnosis / medications: athroplasty. On (B)(6) 2020 a nurse in the ICU attempted to remove the catheter, the catheter snapped and a piece was left in the patient. The patient was taken to theatre for removal.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that male - (B)(6) - relevant medical history / diagnosis / medications: athroplasty on (B)(6) 2020 a nurse in the ICU attempted to remove the catheter, the catheter snapped and a piece was left in the patient. The patient was taken to theatre for removal.